Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: b. The cause of the patient¿s shoulder dislocation cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech equinoxe shoulder study, approximately 3 years and 2 months post the initial reverse total shoulder arthroplasty, the patient was working on their car, twisted awkwardly, and felt their shoulder dislocate. The shoulder was effectively reduced (closed) in the emergency department. There was no fracture, no pain, and no visible implant damage on the x-ray. Other actions taken were a sling and no active range of movement for 3 weeks. The outcome is considered to be resolved.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 320-38-03 - equinoxe reverse 38mm humeral liner +2.5: (B)(6). 300-30-10 - equinoxe preserve stem 10mm: (B)(6). 320-01-38 - equinoxe reverse 38mm glenosphere: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6).